Event description:
It was reported that symptomatic patient with syncope episode presented to the ER after receiving a shock. Intermittent ventricular undersensing during vf caused a significant delay in diagnosis and therapy. Ultimately, patient was rescued by the device successfully. Programming changes were recommended. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.